Event description:
The account alleges that the head function has unintentional movement upward.

Manufacturer narrative:
The tech determined that an excessive amount of cleaning solution contributed to the issue. Allowing the cleaning solution to evaporate, resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.